Manufacturer narrative:
This reported event is on the same patient involving two separate products and associated with medwatch #1225714-2013-01033.

Event description:
The plaintiff's attorney alleged that the decedent expired on (B)(6) 2005, after the use of the product.